Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient's parent stated the patient had a seizure and an ambulance was called. The patient was transported to the hospital. It was reported that the cgm was reading 6.0 mmol/l and the blood glucose reading was 10.0 mmol/l. Treatment information or the outcome of the event were not provided. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.